Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested for 24 hours with no occurrence of the symptom. Review of the history log confirmed the reported symptom. The evaluation found that the upper and lower auxiliary sub-assemblies were failing. The upper and lower auxiliary sub-assemblies will be replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no patient injury.